Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset and was treated with voncon and remedol (doses, routes and frequencies were not reported). At the time of this report, the patient was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.